Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8703w, serial#(B)(4), implanted: (B)(6) 1997, product type: catheter. Product ID: neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml gablofen at 375 mcg/day (lot # unknown) via a pump implanted to treat intractable spasticity and cerebral palsy. The patient's medical history also included spinal cord injury. Other medications the patient was taking at the time of the event was unknown. It was reported that on (B)(6) 2016 the patient started experiencing itchiness, tingling, and increased leg spasms at night. The patient was going through withdrawal and experienced an underdose. On (B)(6) 2016, the patient was seen by the managing health care provider. The patient was started on oral baclofen and a catheter dye study was scheduled for (B)(6) 2016. On (B)(6) 2016, it was reported that the catheter did not drain at all, which meant the health care provider could not aspirate the catheter, during the catheter dye study. The patient still complained of on and off again symptoms of itching, spasms, tightness, and sweating. The patient was being referred to neurosurgery for a catheter revision. The event was not yet resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.